Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: the customer reported that : "description of incident: the motor started up without activation of the handpiece and would not stop, the handle began began to smoke. Battery removed" no major impact, just longer operating times. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: handle began to smoke. Probable root cause for flow too high: material/design error. Constant irrigation flow is not maintained leading to limited field of view. Stopcocks in improper configuration. Large anatomy. Missing o-ring. Damaged or deformed o-ring. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). Clogged tubing. User error. Probable root cause for smoke smell or flames coming from device: insulation melting. Excessive cauterization. User error. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
The product has now been physically received. Investigation is as follows. Alleged failure: the customer reported that: "description of incident, the motor started up without activation of the the handpiece and would not stop, the handle began began to smoke. Battery removed." No major impact, just longer operating times. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.